Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with vancomycin (2,000milligram intraperitoneally every 5 days for 10 days) for the event. The patient was discharged from the hospital eleven days later and had recovered from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 14b06080 and h14c22044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was due to a breach in aseptic technique. The breach was further described as the patient did not wear a mask. The patient was retrained on proper aseptic technique. No additional information is available. This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.